Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that the pair of electrodes had no response during surgery to implant artificial cochlea, the issue was corresponded by replacing the product with the same product in the hospital. The procedure was completed with backup product(s). There was no intervention performed. There was no patient injury.